Manufacturer narrative:
Manufacturing date: the manufacturing site reported that the manufacturing date for the device is december 6, 2007.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a difficult lift which resulted in an incomplete side cut on the right eye (od). The procedure was aborted. A (bcl) bandage contact lens was placed on the right eye. Patient will be seen in three weeks for follow up. Patient has not had a post op bcva. Patient to be rescheduled for photorefractive keratectomy(prk)at a later date.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.